Event description:
The time of event is unknown. There was no report of patient harm. Insertion flexible tube (ift) steel braid piercing.

Manufacturer narrative:
We checked the returned unit and confirmed that the segment steel braid was piercing. Based on the result, we concluded that it was caused due to the excessive force applied on the segment. In addition, we confirmed that the segment broken, the bending rubber leak, the nozzle gluing dirty and the air/water socket chipped; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.